Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a 100" (254 cm) appx 12.3 ml, 15 drop admin set w/rotating luer and it was reported that when the bag was spiked, it was leaking. This is happening usually within 10 minutes of infusion; this is being utilized for the neuro cases. This product is used with a pressure bag. The leaking is coming directly from where the bag is spiked. There was patient involvement, and no patient harm.

Manufacturer narrative:
One photo was shared by customer, where drops of water are observed in many locations, in the filter vent cap, at the spike, at the top of an unknown set. No additional damage or anomalies were observed. Complaint of leaks can be confirmed based on the photo shared by customer. However, without the returned of the used sample, a comprehensive and probable cause of failure investigation cannot be performed and cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.